Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump up and down buttons were stuck. No significant events leading to keypad anomaly were observed. Customer reported that battery change did not resolve the issue and the buttons remained unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported sensor issue. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump communicated properly with the guardian link 3 and the test plug. The insulin pump entered into auto mode properly. No pump communication anomaly, auto mode anomaly, calibration anomaly, change sensor alert or sensor expired alert noted during testing. All buttons function properly during testing. No stuck button alarm noted. No damage noted on the keypad traces. During visual inspection, found the keypad connector on electrical board was properly locked. (B)(4).